Event description:
It was reported that the pulse generator exhibited a sensing anomaly. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator failed to sense at low temperature due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.